Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a discrete but tortuous and calcified circumflex artery. After implantation of two stents in first major circumflex marginal branch (mg1), an attempt was made to implant a stent in the second major circumflex marginal branch (mg2). A 24 x 2.50 promus premier drug-eluting stent was advanced but encountered difficulty in reaching the lesion even after trying the guidezilla catheter. After multiple attempts, it was found that the stent was damaged. There were no patient complications nor injuries reported.